Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported. The patient condition was good.